Event description:
The nurse reported that there was excessive "wobbling" of the handpiece/phaco tip during surgery. The width of the incision was increased. Additional information stated there was no harm to the patient. The surgeon complained the handpiece and phaco tip were wobbling during the sculpting mode. The nurse was able to isolate the wobbling handpiece.

Manufacturer narrative:
The company service representative observed the phenomenon on a video tape from the case. The video and handpiece will be returned for evaluation. The company service representative examined the system and was unable to duplicate the problem reported. The company service representative tested 4 handpieces and no wobbling was noted. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary when addition`al information becomes available.